Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and cannula found to be missing upon visual inspection. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. Occlusion test was conducted on the returned sample using a hydrostatic pressure a free flow was observed. Customer complaint kinked or bent cannula could not be confirmed without the return of the cannula, and the probable cause of the reported issue could not be identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by person with diabetes (pwd) that the infusion sets have had some issues with "kinked" and bent cannulas. Pwd reported they were not fond of this infusion set. There was no patient injury.